Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet system, with concerns that meal announcements were often entered as ¿more than¿ and that multiple announcements were made in close succession while the user was grazing, which led to additional insulin delivery despite insulin on board. Symptoms included low blood glucose, with a nadir of 39 mg/dl, without loss of consciousness or other acute complications. Outcomes included temporary hypoglycemia outside the 70¿180 mg/dl range for about one hour, treated with oral glucose without medical intervention or hospitalization. Investigation included review of uploaded reports and user education on correct meal announcement practices and timing. Investigation of this case revealed that incorrect meal sizing and frequent, closely spaced meal announcements contributed to excess insulin delivery and resultant hypoglycemia. It was concluded, based on previously established findings for similar reports, that user interaction with meal announcements was the primary cause.